Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the investigator assessed that the endoleak observed the year prior was actually a proximal type I endoleak, that it was the same endoleak observed the following year, and that the cause of the event was due to the patient anatomy. The physician does not plan to treat the patient and the patient will continue to be monitored by their physician.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. It was reported that the CT revealed that there was a proximal type I endoleak and the aneurysm was 6 cm in diameter. It was also reported that the one year prior CT revealed a type ii endoleak. The investigator did not indicate the relationship between the device and the events. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.